Event description:
The customer reported that while pipetting an hcv plate on ortho summit, no sample or diluent was added to well a11 and no alarm was generated. A field service engineer was dispatched and confirmed the problem on the saved plate but could not reproduce the problem. As a preventive measure, the fse replaced the plunger clamp and lld springs in positions 1, 11, and 12 and replaced the tip clamp in position 1 and 11. The fse also ran diagnostic checks to ensure proper instrument function. No death or serious injury was associated with this incident.